Event description:
Three blood leaks occurred. Two cases were at the 4th reuse and one was at the 3rd reuses. The total blood loss was approx. 100-150cc, since the blood was not returned to the patient. The patinet was well and no medical treatment was given.